Manufacturer narrative:
Qa investigation into lot sp100339 resulted in no processing deviations and 2 nonconformances (765926, 767457) related to the nature of this complaint. Ncr (B)(4)¿ strattice ¿ atmi mixer 200l sterile mixer bag leak. Product/patient impact is low. Ncr (B)(4)¿ 132p0119 ¿ bioburden tesing not performed on first shipment of pouches for the calendar year. Product/patient impact is low. (B)(4) devices were released to finished goods and (B)(4) have been distributed. Of the (B)(4) distributed, (B)(4) have been reported as implanted. Lot sp100339 was terminally sterilized and met all qc release criteria including mechanical testing.

Event description:
Patient underwent incisional hernia repair with strattice mesh (lot/batch: sp100339-159, catalog/serial: (B)(4)) implanted. 3 years later, patient returned to hospital and was diagnosed with infected mesh, requiring removal. Mesh removed the same day.